Manufacturer narrative:
Device not returned.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, upon review of the transmission records loss of capture issue was observed shown as non-sustained rv oversensing alert. Recent transmission records also showed an increase in rv high impedance issue however it was within range. Upon fluoroscopy image check no externalized conductors were observed. Physician elected to not take any intervention currently. No further information available.